Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/31/2017 with the following findings. The battery compartment was cracked below the bumper traveling toward the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment. This report is made based on results of investigation completed on (B)(6) 2017.